Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump identified no anomalies. Analysis of the catheter found that the catheter was returned in segments, and there was acceptable testing performed. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver morphine, 20mg/ml at 3.94 mg/day, indicated for spinal pain. It was reported that a patient experienced suspected intermittent underdose symptoms. A catheter study was performed, and there was no apparent flow. A system explant was completed on (B)(6) 2016. The issue was considered resolved at the time of this report; the patient's status was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.